Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's screen was damaged and scratched to point where they had trouble while seeing the screen. The customer¿s blood glucose was unknown. Customer reported that they had concerned regarding insulin pump because insulin pump may no longer water resistant due to the scratches on insulin pump. The insulin pump will not be returned for analysis.